Event description:
When priming neonatal a-line transducer, the stopcock at the end of the transducer line came apart and fell back onto sterile field, the tubing came apart from the stopcock. This was the second transducer that this has happened with.